Event description:
During a transfemoral tavr procedure a 23mm sapien xt valve was implanted a little low, approximately 35:65 aortic/ventricular, initially the implant appeared to be good; however what appeared to be a torn leaflet was noted. In addition the patient had moderate central regurgitation, thought to be due to the potentially torn leaflet. A second 23mm sapien xt valve was implanted in a 60:40 aortic/ventricular position. The second valve corrected the central regurgitation.

Manufacturer narrative:
Procedural imaging was reviewed by an edwards physician proctor. Imaging review noted the wire was not fully advanced in the ventricle and demonstrated stored tension. There was brief loss of pacing capture and movement of the valve toward the aorta (100% aortic). After contrast injection, the operator pushed the valve ventricular (too ventricular, approximately 20:80 at the ncc, 30:70 at the lcc). Deployment was initiated at that time without additional contrast injection and the valve was deployed too ventricular. Due to the ventricular position of the valve, the left coronary native leaflet was stuck above the sapien xt valve, creating insufficiency and stenosis. The report of a torn leaflet of the sapien xt valve was not confirmed. Per the instructions for use (IFU), ventricular malposition with central regurgitation is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment a technical summary was created to document the results of testing performed by edwards to study low sapien thv deployment with resulting aortic regurgitation. This clinical event was investigated by examining clinical imaging video which led to an identification of native leaflet overhang over the thv implant. This condition was simulated on the bench to examine the variables that would prevent one or more leaflets from closing during diastole. Based on the analysis of the video and subsequent in vitro testing, it is evident that low placement can lead to native leaflet overhang. However, the overhanging leaflet must be fairly mobile (not heavily calcified) and the position of the overhang relative to the leaflet and commissures may also be important in causing regurgitation. This may explain why low placement can occur without regurgitation. In this case as noted on procedural imaging, the valve moved aortic and the operator moved the valve too ventricular. This too ventricular placement allowed the native leaflet to overhang, resulting in insufficiency and stenosis. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.